Event description:
It was reported that a patient underwent a high risk ligation of the left inguinal hernia sac under laparoscopy on (B)(6) 2024 and suture was used. When the doctor used suture to ligate, the middle section of the suture broke. After the high risk ligation of left inguinal hernia sac under laparoscopy surgery, the patient developed a small hematoma in the inguinal area. The suture was replaced and re sutured. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the child was a 6-year-old boy who underwent laparoscopic high ligation of the left indirect inguinal hernia sac in hospital on (B)(6) 2024. The surgeon used (B)(6) for hernia sac ligation during the surgery. The suture broke during the surgery. The surgeon immediately replaced a new suture (with specific product information unknown) for ligation and sewing again. The subsequent surgery went smoothly. After surgery, the patient developed a small hematoma in the inguinal area (specific location and severity of the hematoma are unknown), and subsequent medical treatment and recovery of the patient are unknown. After contacting the hospital, the doctor considered that the reason for the formation of postoperative inguinal hematoma in the child was due to the failure to stop bleeding in a timely manner during the operation. No subsequent adverse events were reported.